Event description:
It was reported that a pump alarms for a system error 322. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The eval was able to confirm and reproduce the system error 322. The device was not in specification and further eval determined that the system error was caused by a failed upper and lower aux, which have been replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and lower link switch does not activate.